Event description:
It was reported that the surgeon was using an allofit straight shell impactor, during impaction of the cup, the handle deformed itself in such a way that the target device did not fit on the impactor. The impact to the person affected is unknown.

Manufacturer narrative:
The manufacturer did not receive devices or other source document for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assesment, an amended medical device report will be submitted. (B)(4).